Event description:
Ous MDR - on (B)(6), this device displayed an mol1 status in home monitoring and then it switched to eri. Then again, on (B)(6), the device displayed mol1 and then eri. When the device was explanted, it displayed eri when interrogated.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eri, 19 charge processes had been documented. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. This inconsistency led to the automatic activation of the eri status and subsequently to a notification in the home monitoring service center in order to ensure patient safety. The current uptake of the device was tested, which proved to be unremarkable. An additionally performed long-term test of the current uptake also did not show any anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. This showed an increased heat tint. In a next step, the battery was opened and analyzed. A short-circuit was found within the battery. This short-circuit allowed an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for the patient protection were available without limitation during the implantation time.